Event description:
It was reported that clinician and/or any patients have encountered malfunction during the procedure in this case / for this patient clinician experienced: malfunction - not visible - no patient harm noted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.